Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is reusing the cartridge. The customer went to the emergency room and was subsequently admitted into the intensive care unit with a blood glucose level of over 400 mg/dl, low blood pressure, and ketones. Ketone level considered life threatening by their health care provider. Customer addressed the elevated (bg) by changing the pump supplies. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 4/23/24 with no permanent damage. Tandem technical support performed a system check and confirmed the pump was performing as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).